Event description:
Per the clinic, the patient developed tinnitus and experienced a performance decrement. The device was explanted (B)(6) 2020 and there are no plans to reimplant the patient with another cochlear device as of the date of this report.